Event description:
It was reported that during implant, the suture sleeve was damaged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.